Manufacturer narrative:
(Initial reporter's first name: (B)(6), last name: (B)(6)). Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) service technician. The technician reportedly disassembled the luer lock and replaced the transducer to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius machine with visible heat damage to the transducer. The issue was found when a service technician noted that a piece of the transducer had visible heat damage and had broken off and was stuck in the blood pressure luer lock. There was no patient involvement reported. A fresenius (B)(4) technician reportedly disassembled the luer lock and replaced the transducer to resolve the issue and return the machine to service. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.